Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed but the cause is unknown. A video of the implicated 4fr s/l groshong nxt catheter was returned for evaluation. The catheter had been inserted into the patient but was not dressed down. The video showed a small drop of clear fluid emanating from the catheter shaft. The leak in the catheter appeared near the 30cm depth marking, approximately 2cm proximal of the insertion site. The characteristics of the leak site (e.g. Size, orientation, and shape of the leak site) could not be visualized in the returned video. No obvious kinks or other damage to the catheter shaft was apparent in the video. As there were no distinguishing features which could aid in identification of a specific root cause, this complaint will be recorded as cause unknown at this time. If the sample is returned at a later date, the investigation will be updated at that time. Possible contributing factors could include sharp instrument damage, over-pressurization, or damage from the inlaid stylet.

Event description:
It was reported that the catheter was placed under ultrasonic guidance, and leakage of the catheter was found when the saline was delivered to the catheter (not found when the catheter was pre-filled due to relatively small trachoma). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the catheter was placed under ultrasonic guidance, and leakage of the catheter was found when the saline was delivered to the catheter (not found when the catheter was pre-filled due to relatively small trachoma). No other information was provided.